Event description:
It was reported that a user experienced intermittent bluetooth connectivity between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with the sensor connected to the g7 app but not to the pump; the issue was addressed through troubleshooting and education, including toggling settings, rebooting the ilet, and allowing time for pairing, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet consistent with intermittent communication failure, with involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.